Manufacturer narrative:
As reported by our affiliate, during pre-dilatation of the left superficial femoral artery in which there was no calcification or tortuousity, the balloon ruptured after 2-3 dilations. The pressure was unknown. The balloon was removed immediately and the procedure was completed with other product (brand unknown). There was no adverse consequence to the pt. There were no reported pt complications. This product is available for evaluation and testing. Add'l info rec'd will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.